Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a no audio alert when it hit the low limit, the mobile since it didn't alert loudly enough, and the headphones are not connected to the mobile device. Troubleshooting was performed, but the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue using the application and the product will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported event using cp app with 3.2.0[1284] prod ous installed on galaxy s20 fe v.13 with mmt-1885 pump (software version 6.7v) was conducted and confirmed the issue is reproduced. We have observed that the sg graph and push notifications are not visible on the patient graph screen in the cp app. The software failed to meet the specified requirements and performance expectations, (srs doc: (B)(4)): (B)(4) agile doc: (B)(4). After conducting a thorough investigation, we found two issues. 1. The date and time settings on the pump device and the patient device are not synchronized, which is causing the sg graph to not be visible in the cp app. 2. With the introduction of udm in version 3.2.0, the json structure of 'display message' response objects have transformed. As a result, the database-to-application (db to app notification history entity mapper) mapper fails to fetch the objects from the database, causing them to fail to receive push notifications in the cp application. The esf number that corresponds to the reported issues are (B)(4). To assist with the resolution of the issues, we provided the helpline team with the following work around to ensure that it is addressed effectively: 1. For no sg graph issue, please make sure that the date and time are same on both the pump device and the patient's device, by doing this sg graph will be visible on the cp app. You can set the date and time on the pump device using the user guide. 2. For push notification issue, unfollow and then follow the patient again or reinstall the app. The issue will be resolved in the upcoming cp application release/s. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.